Manufacturer narrative:
(B)(4). Field service specialist (fss) visited the account and found no problems with the system as it met abbott¿s specifications. As a proactive measure fss replaced the aberrometer and transferred customers database over to the new computer and gave the customer the hard drives out of other computer. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had photorefractive keratectomy surgery on (B)(6) 2015 and presented at the 6 months post treatment visit with overcorrection in right eye. It was stated that the patient had no loss of best corrected visual acuity (bcva). Patient manifest refraction at the 6 months follow up visit for right eye was 2.25 x 0.75 x 125.